Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Failed battery test alarm noted due to battery tube was not connected to b1 on I/b properly. Unable to confirm weak battery alarm due to failed battery test alarms.

Event description:
It was reported that the customer had high blood glucose levels of 161 mg/dl. The customer reported a weak battery alert from the insulin pump. Troubleshooting was done. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.